Manufacturer narrative:
An event of heart block and hypotension was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported hypotension is likely a cascading effect from the event. An unexpected medical intervention was a result of case specific circumstances, as a temporary pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was 2.8mm. Calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, the valve was positioned at a depth of 5-6mm. The patient became hypotensive and it resolved without any intervention; on the final deployment attempt, it was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, the patient was developed with a complete heart block. A temporary pacemaker was inserted via the neck to stabilize the cardiac rhythm. The patient was in a stable condition.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was 2.8mm. Calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, the valve was positioned at a depth of 5-6mm. The patient became hypotensive and it resolved without any intervention; on the final deployment attempt, it was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, the patient was developed with a complete heart block. A temporary pacemaker was inserted via the neck to stabilize the cardiac rhythm. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.